Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was ok.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.